Event description:
The device was explanted due to multiple open circuits along the electrode array. Explantation/reimplantation surgery was performed on 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.